Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the implanted articular surface dislocated postoperatively and the patient underwent a revision procedure to replace the dislocated implant approximately 23 days later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502206202 - femur trabecular metal cruciate retaining (cr) narrow porous - 65101124; 42532006702 - tibia cemented 5 degree stemmed right size d - 65283312. Source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01515.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00168.

Event description:
It was further reported that the patient was revised as the articular surface slightly dislocated and moved on the tibial tray postoperatively. The joint did not dislocate. Attempts have been made and no further information has been provided.